Manufacturer narrative:
A complete lead measuring 59.0cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up in clinic, high capture threshold was observed on the right ventricular lead. Lead repositioning was performed. During the procedure to reposition the lead, it was observed that the sensing was unsatisfactory and the helix failed to rotate. When repositioning was unsuccessful the lead was explanted and replaced. The procedure was completed without any adverse consequences and the patient was in stable condition.